Event description:
A patient presented for an elective lower extremity angiogram secondary to sfa [superficial femoral artery] occlusions. During the procedure, the tip of the medical device broke off and became lodged in patient's artery. Vessel with chronic calcification. No harm /injury to patient. Patient discharged to home same day.